Event description:
International affiliate had reported that the surgeon was unable to applicate/tighten the expedium single inner set screw with the help of an approximator instrument. The set screw popped out of the head of a concomitant device pedicle screw. The difficulty did not result in any adverse consequences to the patient and there was no delay as additional single inner set screws were readily available for use. However, receipt of the expedium single inner set screw for evaluation on (B)(4) 2014 found its threads were torn. The following mfg. Medwatch reports are being filed for the three expedium single inner set screws that were found to have torn threads: 1526439-2014-11806, 1526439-2014-11807, 1526439-2014-11808.

Manufacturer narrative:
Additional narrative: examination of the returned set screw found its threads were torn from the device. Review of the device history record found no discrepancies. A 12 month complaint trend analysis for si set screw threads peeling found no emerging trends. The root cause for the set screw thread peeling cannot be positively identified. However, it may have been due to difficulty approximating the set screw. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.